Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered into safety mode and was not able to be interrogated. The pacemaker has been explanted at this time and a new pacemaker implanted. Also the right ventricular (rv) lead was surgically abandoned at the same procedure due to a non specific allegation. No additional adverse patient effects were reported.